Event description:
It was reported that during a 2 stage lap esophagectomy procedure, the doctor fired the device with two white cartridges. He also fired once on the greater curve of the stomach with a 6 row blue cartridge. The second firing did not form b shaped staples. Some compression time, ten seconds, was applied before firing. A new device was opened and subsequent firings were fine to form the gastric tube. The area that did not form b shaped staples was oversewn. The procedure was extended by fifteen minutes. The patient was fine the day after the operation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.